Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual) issue. The reporter stated that the patient had a blood glucose (bg) of high bgs of over 500mg/dl. The reporter stated that there the pump is not working and disconnected the call. There was no additional information at the time of this report. If additional information, a supplemental will be filed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering with in the required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.